Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was 200 mg/dl. Customer reverted to an alternate method of insulin therapy.